Manufacturer narrative:
Qc was out of specifications. The customer is using reagent lot m908398, and the issue was resolved upon changing the reagent lot. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Manufacturer narrative:
(B)(4)

Event description:
...

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by immage 800 immunochemistry system. The results were not reported out of the laboratory. Repeat testing with reagent of different lot produced mostly negative results. There was no effect to the patients.